Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported the patient was wondering about instructions given to them by the nurse regarding when to remove the bandages, further stating that the nurse wrote instructions saying the two dressings on the right could be removed in 48 hours. Instructions regarding when to remove bandages were reviewed and it was at the discretion of the health care provider (hcp). General expectations regarding the trial system were reviewed. Patient stated that the hcp talked about the potential of excessive bleeding and the patient did have some excessive bleeding and did not have their bandage on. Patient also reported that in the last 24 hours, they did not know how many times they had been to the bathroom and patient was not getting any relief, further saying they were not feeling stimulation. Patient asked for assistance using their controller. It was reviewed for patient to increase amplitude and they confirmed that patient was able to do so until they comfortably felt stimulation. Expectations regarding stimulation sensation and positional changes were reviewed. It was recommended for patient to make note of increased amplitude and continue to monitor their urinary symptoms and assess trial efficacy. Additional information from the trial patient on (B)(6) reported the interstim therapy had not controlled her target symptoms since she had the lead implanted. The patient noted if anything the symptoms had been worse than the baseline. The patient stated she was using program 1 at first, and there was no success. The patient noted her best sleep occurred when the device was turned off entirely. The patient stated on program 1 she felt stimulation from her feet to her left side. The patient stated it was miserable for her since the lead was implanted. The patient stated they were wondering if her wire became dislodged because she noticed that it hung lower than it used to be. The patient was asked if there were any movements that may have dislodged the lead and the patient stated, ¿that¿s always a possibility¿. The patient was switched to program 2, but couldn't use it. The patient stated her left hand started to shake terribly. The patient stated it didn't even help when she lowered stimulation. The patient switched to program 3 on the call. The patient was feeling stimulation in the foot and leg. The patient noted they planned to follow up with the hcp on (B)(6) to either have the implantable neurostimulator (ins) implanted or the leads removed. There were no further complications that have been reported as a result of this event.